Event description:
The dr was unable to insert the iab into the sheath. The iab was removed and a second was inserted into the pt. Event complications: none from the event - reported 09/29/1998. Pt's current status: unk - reported 09/29/1998.